Manufacturer narrative:
The instrument was confirmed to be forming straight constructs. This is due to normal wear on a reusable device.

Event description:
Initial reason for return was listed as "broken". The device arrived at the facility on 3/16/07 and a preliminary eval showed that the device was producing straight contructs, due to a worn tip. The wear appears to be consistent with normal wear on a reusable instrument.